Event description:
It was reported that a patient death occurred. The target lesion was located in the left circumflex. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, non boston scientific guidewires were advanced; one was sent to the distal end of the left anterior descending artery and the other to the distal end of right coronary artery. The non boston scientific guidewires were selected under the support of non boston scientific microcatheter, but all could not reach the true cavity of the left circumflex artery distal end. Another non boston scientific guidewire was tried to transport the stingray balloon to nearly the distal end and then use cp8-20 to puncture back to the true cavity. The stingray balloon could not reach the target position and could not dilate. The stingray balloon was replaced, reached the target position and dilated, but the puncture failed. Interventional treatment of the left circumflex artery was abandoned. Then, physician tried to process the left anterior descending to left main artery. An opticross imaging catheter was used to examine the vascular condition of left main artery, however, the catheter could not cross left anterior descending artery and could not image by scanning. A non boston scientific balloon predilated the proximal lesions of the left anterior descending artery at 6-12atm by 8 seconds. The patient had sudden loss of consciousness, shallow slow breathing, and decreased blood pressure. ECG monitoring suggested ventricular escape rhythm, and immediate cardiopulmonary resuscitation, endotracheal intubation, and repeated injection of vasoactive drugs. The intra-aortic balloon pump auxiliary circulation was implanted. The patient recovered spontaneous heart rate and spontaneous respiration for a time. The stent was intended to be placed in the lesion of the left anterior descending artery, but the stent failed to cross. Then, the guidezilla was used to deliver the stent; however, the guidezilla could not reach the proximal lesion of the left anterior descending artery, and the procedure was ended. The balloon, ptca guide wire and guide catheter were withdrawn after procedure. The patient died about an hour after returning to the ward.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed the tip/shaft was damaged (flattened) for a length of 5cm with numerous kinks in the shaft, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the patient died. The target lesion was located in the left circumflex. Angiography of the left circumflex noted that the artery was complete occlusion from the opening, anteriorly blood flow timi0 level. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, non boston scientific guidewires were advanced; one was sent to the distal end of the left anterior descending artery and the other to the distal end of right coronary artery. The non boston scientific guidewires were selected under the support of non boston scientific microcatheter, but all devices could not reach the distal end of the true cavity in the left circumflex artery. Another non boston scientific guidewire was tried to transport the stingray balloon to nearly the distal end and then use cp8-20 to puncture back to the true cavity. The stingray balloon could not reach the target position and could not dilate. The stingray balloon was replaced. Interventional treatment of the left circumflex artery was abandoned. Then, physician tried to process the left anterior descending to left main artery. An opticross imaging catheter was used to examine the vascular condition of left main artery, however, the catheter could not cross left anterior descending artery and could not image by scanning. A non boston scientific balloon predilated the proximal lesions of the left anterior descending artery at 6-12atm by 8 seconds. The patient had sudden loss of consciousness, shallow slow breathing, and decreased blood pressure. ECG monitoring suggested ventricular escape rhythm, and immediate cardiopulmonary resuscitation, endotracheal intubation, and repeated injection of vasoactive drugs. The intra-aortic balloon pump auxiliary circulation was implanted. The patient recovered spontaneous heart rate and spontaneous respiration for a time. The stent was intended to be placed in the lesion of the left anterior descending artery, but the stent failed to cross. Then, the guidezilla was used to deliver the stent; however, the guidezilla could not reach the proximal lesion of the left anterior descending artery, and the procedure was ended. The balloon, ptca guide wire and guide catheter were withdrawn after procedure. The patient died about an hour after returning to the ward.